Event description:
The MFR received info alleging a bipap vision shut down while in use and the pt expired.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The customer's complaint of the device shutting down was not confirmed. The MFR found the device to operate and alarm to design specifications. The MFR concludes the device did not cause or contribute to the pt's death.